Event description:
This device was returned with oos documentation from biotronik representative. The device was removed because the implanting physician was "unable to achieve a stable lead position". The device was replaced with a setrox s 60.